Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated as (B)(6) 2013. Date of implant has been estimated as (B)(6) 2008. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article titled: mid-term outcomes (up to 5 years) of percutaneous edge-to-edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience.

Event description:
This is being filed to report single leaflet device attachment (slda). It was reported through a research article titled, mid-term outcomes (up to 5 years) of percutaneous edge-to-edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience, identifying mitraclip devices that resulted in partial clip detachments (slda) at 5 years post-procedure based on statistical analysis. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. In this case, the information reported was through a research article, and there were no case or device specific details. There is no indication of a product quality issue with respect to manufacture, design or labeling.